Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation, it was surmised that the phenomenon was due to external force. Feedback to user : stop using the device when any abnormalities are found at inspection before use as stated on the IFU (instruction for use) the user manual states: inspection of the endoscope : inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges,swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4) service repair site. This is a loaner asset return with no complaint reported by the customer. Evaluation findings of the subject device, the following was found. Observed defects in the pink probe unit, found with missing piece fell off on probe unit. In addition, the following defects were observed: - acoustic lens heavy shaved (insulation low) - distal end heavy dent (sharp edges) - a-rubber glue loosed - c-tube wrinkle - s-cover cracked - us-cord glue damaged based on evaluation findings , failures found could be due to the following as noted by repair center. All shown defects were caused by normal wear and tear or customer's handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an asset (loaner) return inspection, the device was found with missing piece fell off on probe unit. There was no patient involvement associated on this reported event. No user injury reported.